Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(4). To resolve the issue, the distributor performed a regulator calibration as per the service manual. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump generated electrical test fails # 14 three to four times. The iabp was exchanged with another system. No patient was involved and no adverse event was reported.